Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode is unknown. Isi has not received the instrument involved with this complaint. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A system log review cannot be performed because the system logs are not available at this time. A review of images provided by the customer was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, there seems to be some damage on the insert of the harmonic ace curved shears instrument; however, it is difficult to determine for sure since it is underneath the plastic cover. The root cause of the failure mode cannot be confirmed. This complaint is reportable due to the following conclusion: during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace curved shears instrument knife head could not be aligned, affecting the hemostatic effect of the instrument while dissociating tissue. The surgeon applied hemostatic gauze to stop bleeding.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace curved shears knife head could not be aligned, affecting the hemostatic effect of the instrument dissecting tissue. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality seen. There was no collision of the harmonic ace curved shears instrument with other tools during the procedure. The surgeon promptly applied hemostatic gauze to stop the bleeding. It took about 3 minutes for a backup harmonic ace instrument to be installed. There was no serious deterioration/clinical instability of the patient. The source of bleeding as well as the quantity of bleeding were not provided.

Manufacturer narrative:
On (B)(6)2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the harmonic ace instrument: failure analysis investigations did not replicate nor confirm the customer reported complaint that the knife head could not be aligned. No damage was found to the clamp arm. The clamp arm was able to still open and close properly to align with the curved blade of the insert. Additional observation not reported by the customer: the instrument was also found with surface damage to the curved blade. Scratch/abrasive marks were found on the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with a solid tone or an error. The root cause is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.